Manufacturer narrative:
The explant date of the device was not provided. Therefore, the date of the event will be reflected as the explant provisional date. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant and encountered removal difficulty. The patient received a heart donor. The intention was to advance the impella and transect the impella catheter with the donor heart and pull out the remaining catheter. However, the physician was unable to advance the impella in order to transect the catheter and had to pull the impella back through the vessel causing vascular injury requiring surgical intervention. It was noted that the patient's vessel size was small (approximately 4.5mm) prior to impella implant, and the physician stated he does realize there is a risk of vascular injury in vessels less than 7mm as per the instructions for use. The patient was reported to be in stable condition following the event.